Event description:
It was reported right ventricular (rv) lead was explanted due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5. Event description. Correction to field h6. Coding.

Event description:
It was reported right ventricular (rv) lead was explanted due to dislodgment and was confirmed via chest x-ray a new lead was implanted. No additional adverse patient effects were reported.